Event description:
I was prescribed a rhythmstar cardiac monitoring device after cardiac valve replacement surgery. The monitoring period was to be two weeks. The device uses adhesive pads to mount the monitor and a sensor on a person's chest. The adhesive caused serious skin irritation and I discontinued use after 12 days. There is a warning about skin irritation in the patient brochure supplied with the monitor. If this is a well-known problem, why continue to market this device? I have returned the monitor to rhythmstar per their instructions and reported the problem to my cardiologist.